Event description:
The account alleged the bed has intermittent reverse trendelenberg function. No pt impact.

Manufacturer narrative:
The account swapped known working footboard and issue remained. The account wanted to know if it could be a loose connection. Technician told the account to check the signal at the logic board. The account reseated the logic board to resolve the issue.